Event description:
Per the clinic, the device was explanted due to an extrusion of the internal device. The device was explanted on (B)(6), 2011. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.

Manufacturer narrative:
(B)(4).